Event description:
Customer reported blood glucose results of "200's" mg/dl and 651 mg/dl within 10 minutes on the aviva system. Customer reported symptoms, self-treated. No adverse event reported relative to this discrepancy. A request was made for the return of the system, replacement was sent.